Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR" upon powering on" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to a communication error between the drive train motor and the processor board. Upon visual inspection, no physical damage was observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on. The archive data review showed system error, user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse vision software was used to clear the system error on the autopulse platform. After clearing the system error, the autopulse platform passed the functional testing without any fault or error. The processor board will be replaced as a precautionary measure to address the ua132 error, as the processor board may have had some intermittent technical problems that could not be directly identified during the functional testing. Awaiting customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr (B)(4)reported on (B)(6) 2017, processor board was replaced to remedy the complaint of "system error, out of service, revert to manual CPR" error message.

Event description:
The autopulse platform (sn (B)(4)) displayed "system error, out of service, revert to manual CPR " upon powering on. Patient use information was requested but no additional information was provided, therefore patient use is unknown.